Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the minor nerve pain is an implant placed too deep. The most probable root cause for the instrument breakage is overtightening in a solidly fixed implant. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers (if applicable): ifuse implant, p/n 4045-90, lot# i0297, mfd. 01/04/2013, expires 2018-01, (B)(4), 4.0 mm removal adapter, p/n 500403, lot 322001.

Event description:
The patient complained of minor nerve pain following a right side si joint arthrodesis procedure performed in (B)(6) 2016. The surgeon thought that the most caudal implant may have been inserted too deep and decided to remove it. In (B)(6) 2017, the surgeon attempted to remove the implant using a removal tool, but the tip of the tool broke off inside the implant because the implant was solidly fixed in bone and the tool may have been overtightened. The broken tip of the tool is safely contained completely inside of the implant and the surgeon left the implant in place. The surgeon doesn't feel that leaving the implant in place will be a problem. The status of the patient following the revision attempt is not yet known.